Event description:
It was reported to covidien that the unit's display was missing segments. No pt harm was reported.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui board. The ui board was replaced. (B)(4).